Manufacturer narrative:
We have extensively tested vitrectome. Our r & d department has made a change. As was already indicated in the snf, the new vitrectoom will soon be available. Our csc department can tell when the new series is available. Bubbles can lead to a patient harm. Hence reportable. Performance varies in- and out-of-specification. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided.

Event description:
A report has been received that occurred in (B)(6). Today we faced a new and very serious issue and we are trying to understand the reasons for it. It was reported bubbles from the aspiration port of the cutter at high cut rate-shaving. There is no information of a patient injury. All information has been provided. No sample was available for evaluation.